Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, the lead was diagnostically imaged. Upon review of the image, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted.